Event description:
Per the clinic, the patient experienced abnormal sound quality and subsequent lack of performance, and the issue could not be resolved. The device was explanted (B)(6) 2012 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: date of awareness and date received by manufacture is (B)(6) 2012; not (B)(6) 2012 as previously reported. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4), 2013.